Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea, abdominal pain and malaise. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) cefazolin (1500 mg daily, duration not reported) and ip ceftazidime (1500 mg daily, duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with intraperitoneal fluconazole (500mg four times daily for 21 days) for peritonitis (this was previously reported as a concomitant medication). The cefazolin and ceftazidime were also administered for 21 days. Twenty days after the event onset, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.